Manufacturer narrative:
The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer received information alleging a non-working CPAP machine (a device that was not currently being used on a patient) was connected to a power supply and the device began producing smoke and sparkles. The reporter stated this resulted in a short circuit and black marks on the table as well as smoke development. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Updated: adverse event information tab: operator of device updated. Reporter information updated. Manufacturer information tab: health impact grid code updated. Evaluation method grid code updated. Evaluation results grid code updated. Component code grid updated. Conclusion code grid updated.

Event description:
The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be requested. The manufacturer received information alleging the device was producing smoke and sparkles. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. A report will be filed with all applicable regulatory agencies. At this time, no further investigation can be requested. If any additional information is received, a follow-up report will be filed.